Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the implant of this 33 millimeter (mm) atrial septal defect (asd) occluder the defect was measured to 28-30 mm via transesophageal echocardiography (tee) and 28 mm via sizing balloon. The occluder was successfully implanted with no reported issue. Following the procedure after the patient had returned to the patient room the occluder embolized. The patient was returned to surgery and the occluder was removed. No additional implant attempts were made. The patient recovered. It was reported that the wrong size occluder was likely used for the procedure. No further patient complications were reported.

Manufacturer narrative:
Conclusion: an event of a device embolism was reported. The occluder was received for analysis and passed the visual inspection and all functional testing. The dimensions of the occluder were checked and confirmed to be within specification. Contamination was noted. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. No deviations were found in the inspection protocol. Packaging and shipping were according to process. The environmental conditions were within limits during storage. Based on the information provided pertaining to the size of defect and the size of the occluder used the sizing was within recommended parameters per the instructions for use (IFU) and the event was unlikely to be due to undersizing of the occluder. However, without additional information and videos or images of the procedure for further evaluation by medical experts, additional evaluation of the procedure, correct placement of the device, and patient anatomical features that could potentially impact the event was not possible. Based on the investigation findings a device-related failure could not be determined. The root cause of the event was unable to be determined.